Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a hemicolectomy procedure, the device did not fire and the handle was unable to be squeezed. The same reload was used on an other handle and it works. There was no patient involvement.